Manufacturer narrative:
Device received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unresponsive button due to frozen display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he insulin pump had a frozen display. The blood glucose level was 220 mg/dl. Customer was calling back with a frozen display after installing a new battery. The products will return for the analysis.